Event description:
It was reported that one bd saf-t-intima¿ safety system with removable prn was damaged. The following information was provided by the initial reporter: "the tip of the catheter tube was found split when the package was opened".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd saf-t-intima¿ safety system with removable prn was damaged. The following information was provided by the initial reporter: "the tip of the catheter tube was found split when the package was opened".

Event description:
It was reported that one bd saf-t-intima¿ safety system with removable prn was damaged. The following information was provided by the initial reporter: "the tip of the catheter tube was found split when the package was opened"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 26-sep-2022 h6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection of the sample. Analysis of the sample showed that the needle was through the catheter. Bd determined that the cause of the failure cannot be confirmed to the manufacturing process since the product was returned used and not within the original packaging.

Manufacturer narrative:
H6: investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that one bd saf-t-intima¿ safety system with removable prn was damaged. The following information was provided by the initial reporter: "the tip of the catheter tube was found split when the package was opened".